Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/one of her coils had dislodged into her uterus/expulsion of essure device/failure to occlude fallopian tubes/malposition/migration of essure device location of device: uterus") and pregnancy with contraceptive device ("became pregnant") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included termination of pregnancy - elective, parity 2 (total number of live births: (B)(6) 2011, (B)(6) 2012) and vomiting. Previously administered products included for birth control: microgestin from (B)(6) 2014 to (B)(6) 2015 and mirena from 2010 to 2014. Concurrent conditions included obsessive-compulsive disorder, major depressive disorder, anxiety disorder, anxiety, depression, nausea, vasovagal reaction and amenorrhea. Concomitant products included buspirone hydrochloride (buspar) since 2014 and duloxetine hydrochloride (cymbalta) since 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 months 11 days after insertion of essure. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain: right lower abdomen"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (she underwent laparoscopy with bilateral tubal fulguration, dilation, suction, and sharp curettage). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, dysmenorrhoea, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: unilateral occlusion (left tube occluded), right tube indicated incomplete occlusion.. Pregnancy test: in (B)(6) 2015: positive. Ultrasound scan vagina: on (B)(6) 2016: single intrauterine pregnancy with an estimated gestational age of 5 weeks and 2 days. No fetal pole or yolk sac is identified at this time. Large echogenicity subarachnoid hematoma. There was a band of echogenicity extending into the subchorionic hematoma from the right side, presumably an ensure coil. Probable hemorrhagic cyst of the fright ovary. Most recent follow-up information incorporated above includes: on 19-nov-2018: summons received-the reporter information was added. Her historical medication and concurrent condition were added. Lab data was added. Her concomitant medication was added. Essure indication was amended. The event perforation (uterus)/ expulsion of essure device/failure to occlude fallopian tubes/malposition/migration of essure device location of device: uterus was clubbed with previous event one of her coils had dislodged into her uterus and coded to uterine perforation. The events dysmenorrhea (cramping) and pain: right lower abdomen) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("one of her coils had dislodged into her uterus") and pregnancy with contraceptive device ("became pregnant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included termination of pregnancy - elective. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (laparoscopy with bilateral tubal fulguration, dilation suction and sharp curettage). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered device expulsion, pelvic pain and pregnancy with contraceptive device to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.